Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patient presented with shortness of breath, discomfort, shallow respiration, and elevated blood pressure. A cardiac tamponade due to perforation was discovered and a pericardiocentesis procedure was completed. Physician was unsure if the right atrial (ra) or right ventricular (rv) lead may have caused the tamponade. Via fluro it was noted the ra lead appeared to have pulled back from its original placement and there was an increase in the capture threshold. Another intervention was completed to reposition the ra lead. Both the ra and rv leads remain in use. No further patient complications have been reported as a result of this event.